Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: clear fluids inside the device, device appearance (air cavities were observed but it is not considered a defect due to the non-textured part) and a flat crease. A leak test was performed and no leakage was found. A microscopic analysis was performed which identified no openings in the device. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no openings were observed in the device.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.